Manufacturer narrative:
At this time the location of the device is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) has reached the elective replacement indicator (eri). Six month before the estimated device longevity showed more than one year. Technical services offered to perform a battery analysis, but it was declined. The device was explanted. No additional adverse patient effects were reported.